Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was returned for laboratory analysis. The boxed voltage was lower than expected, despite multiple capacitor reformations. The device was returned to guidant for laboratory evaluation.